Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was various heart issues. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was too low to register at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer was at 51 mg/dl on (B)(6) 2020 and was too low to register by the next day. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 4.11c retainer ring color: black jabil electronics. Motor app version 2.6a verify if the reservoir locks in place: yes case type: ngp the pump was returned for legal testing. The pump passed the self test, sleep current measurement, active current measurement, rewind test, lcd functional test, displacement test and the dat at 0.08700 inches. Unable to remove the belt clip. Unable to place the pump into the weight stack test fixture (belt clip was not able to be removed) and unable to perform the prime/seating test, basic occlusion test, occlusion test, and force sensor test. Visual inspection: unable to remove the belt clip to verify serial number. Residue on the display window, residue on the case, debris on the retainer ring. No damage noted on the retainer. Pump sticker was not removed, unable to complete the visual inspection on the back of the pump. The pump was received with members mark alkaline battery installed at 1.077 volts. Test energizer alkaline battery 1.598 volts. History download was successful using thus and carelink upload was successful. On day 2 of pump testing, the belt clip was removed by bill hodge. Plaintiff's counsel did not want the remaining tests performed (prime/seating test, basic occlusion test, occlusion test, and force sensor test). The pump passed the self test, sleep current measurement, active current measurement, rewind test, lcd functional test, displacement test and the dat at 0.08700 inches. No damage noted on the retainer. Infusion set reservoir svn 000311366033 infusion set test appendix: part/model: unknown. (Per bar code label mmt-397) mm batch no.: unknown. Reference no.: unknown. Lot no.: unknown. Visual inspection: received 1 used infusion set at 24 inches long. No damage noted on the tubing. Unknown liquid in tubing noted. Tabs (near the vents) on the sides were broken off. Cannula was bent. Measurements: sample 1 flow rate 81.1 sccm (standard cubic centimeters per minute) - pass. Infusion set membrane material: porex. Summary analysis: sample 1 passed the infusion set testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The additional information regarding legal statement has been received. The information has been provided with this report. (B)(4).

Event description:
A legal letter was received by medtronic that stated the customer fell into a diabetic coma and subsequently died due to a malfunction of the customer's 630g insulin pump. No further details were provided.